Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. The icm was explanted and replaced. The patient was in stable condition throughout the procedure.